Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's husband that his wife fainted and was hospitalized on (B)(6) , 2026, for diabetic ketoacidosis (dka) reporting the patient collapsed in a grocery store and was rushed to the emergency room by ambulance. The patient's blood glucose (bg) level rose over 400 mg/dl while wearing the pod between 4 and 24 hours on infusion site (abdomen). As treatment, patient received intravenous fluids. The patient advised that they were transitioned from the emergency room to the intensive care unit and was released the afternoon of tuesday (B)(6) 2026. No further information was provided.